Manufacturer narrative:
Updated data: b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of the vascular injury was due to the patient's plaque and calcification build up in the blood vessels narrowing the lumen. Per the physician, the delivery catheter system (dcs), introducer sheath and guidewire did not cause or contribute to the vascular injury. The dissection was confirmed under aortography.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, computed tomography (CT) measurements provided to the physician revealed multiple access points with an average diameter of 3.0 millimeter (mm) were observed in the right external iliac artery (eia). The narrowest part of the left eia was 3.6 x 5.0 mm, which was associated with calcification adhesion. A 14 french (fr) non-medtronic sheath (dryseal) passed through without resistance and a pre-implant balloon dilatation was performed. The inline sheath of the delivery catheter system (dcs) could not advance across the stenosis site so another balloon dilatation was performed with a non-medtronic 6.0 x 40 mm balloon (mustang). Afterwards, an 18 fr non-medtronic sheath (dryseal) was used but it did not pass through the stenosis site. An attempt was made to insert the dcs into the 18 fr non-medtronic sheath (dryseal) and it could slowly pass through. After placing the valve, a dissection was observed in the left eia so an 8.0 x 100 mm stent was placed. No problems with blood flow was observed and the procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-26 (serial:(B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.